Manufacturer narrative:
This is one of multiple events reported for the same pt involving two separate products and associated with the following mdrs: 1225714-2013-03415, -03416, 03417, -03418, 03419, 03420, -03421, -03422, -03423, -03424, -03425, -03426, -03427, -03428, -03429, -03430, -03431, -03432, -03433, -03434, -03435, -03436, -03437, -03438, -03439, -03440, -03442.

Event description:
The plaintiff's attorney alleged that the decedent was admitted to hospital for complaints of shortness of breath, nausea and vomiting and was reported to have a co2 level of 23 on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after use of the product.